Manufacturer narrative:
Contact information for patient's implanting/treating/explanting physican: name: dr. (B)(6). Facility name: (B)(6). Address: (B)(6). City, postal code: (B)(6). Country: argentina email: (B)(6). Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture" and "lymphoma-alcl-suspected" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; "suspicion of bilateral bia-alcl" (pathological markers cd30+ and alk- not confirmed).

Event description:
Patient reported "woke up with a very strong discomfort and a hardened breast" and "suspected bia-alcl". Later healthcare professional reported capsular contracture baker grade iii and "suspicion of bia-alcl". Pathological markers cd30+ and alk- have not been confirmed. Patient also reported the following events, which are not device-related: "unexplained weight gain" and "compatible with a picture of chronic systemic inflammation associated with implants (bii - breast implant illness)". This record is for the right side. The device remains implanted.